Event description:
Device 1 of 3. Reference MFR report #s 1627487-2012-00805 and 00806. It was reported the patient developed an infection following the surgical procedure to address a lead migration issue (reference MFR report# 2010-01768). No further information is available as the type of infection, exact location and treatment regime were not provided to the manufacturer. All scs system devices implanted at the time of the event are being reported since the location of the infection is unknown.

Manufacturer narrative:
Method: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.